Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 ¿ 11:00am cst a report was received that patient had low blood glucose (bg) of 52mg/dl on (B)(6) 2025. Patient later noticed cartridge was nearly empty and not properly connected to ilet. Patient confirmed connector was not fully attached during last supply change. Low bg event was not tied to supply change or meal; patient awoke at 1:30am to low alert, treated with orange juice, and bg returned to range. Patient later recalled eating cake late the night before, followed by low bg a few hours later. Blood glucose was affected but not out of range for 90+ minutes. There were no symptoms experienced by the patient and no medical intervention required.